Manufacturer narrative:
Summary of eval: eval results suggest that the nail broke due to material fatigue.

Event description:
Two mos post operative, the gamma nail was found to be broken at approx the same height as the initial fracture. Pt required revision surgery.